Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic non-dependent patient came into the clinic for a regular scheduled check, multiple rv noise reversion episodes due to the noise were observed. The noise was not reproduced with arm movement or pocket manipulation. The physician elected to monitor the patient.